Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Although the device was not returned, the manufacturing site reports that based on the description of the complaint and the DHR review, the complaint is confirmed as there is a supplier corrective action request (scar) and a non-conformance opened with the supplier of the product due to an occluded co2 port.

Event description:
It was reported that "humid vent filter pedi - I was unable to get an etco2 trace while using the [teleflex hmv] despite an ability to ventilate the patient. The monitor indicated that the sample line was occluded so the entire co2 sampling line and water trap was changed with no effect. The filter was changed and the problem was resolved. On inspection of the filter, it was found that at the point where the etco2 sampling line attaches, the lumen wasn't patent - plastic "flashing" or "molding" was present which completely occluded the lumen. There was no adverse outcome to the patient. However, it required problem solving (distraction) at the most critical point in an anesthetic i.e. The induction and intubation of the patient."

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "humid vent filter pedi - I was unable to get an etco2 trace while using the [teleflex hmv] despite an ability to ventilate the patient. The monitor indicated that the sample line was occluded so the entire co2 sampling line and water trap was changed with no effect. The filter was changed and the problem was resolved. On inspection of the filter, it was found that at the point where the etco2 sampling line attaches, the lumen wasn't patent - plastic "flashing" or "molding" was present which completely occluded the lumen. There was no adverse outcome to the patient. However, it required problem solving (distraction) at the most critical point in an anesthetic i.e.. The induction and intubation of the patient."